Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not duplicate the problem. The user thought the interval place was knocked out of position. The instrument was tested without further problem and returned to service.